Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/29/2018 that on (B)(6) 2018, a unexpected cgm app shut-off. No additional patient or event information is available. Data was provided for evaluation. The investigation confirmed an unexpected cgm app shut off on (B)(6) 2018. The root cause was determined to be an app crash error. Investigation was completed on (B)(6) 2018.